Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-05556 for a description of the second device. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system displayed a "low-water" error message. The heater exchange cartridge was replaced, however, the problem persisted. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."